Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that guidewires could not be fully inserted into the lead. It was also observed that the helix would not extend and lead impedance was high above the limit. The lead could not be fixed and was exchanged. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A complete lead was returned in one piece. The helix mechanism issue was confirmed and isolated to the helix being clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted meeting specifications. The reported events of the stylet could not insert, and high impedance were not confirmed. The lead was evaluated with the stylet and did not find any restriction/obstruction. Electrical testing did not find any indication of conductor fractures or internal shorts.